Event description:
A facility reported that the transition on the mayfield ultra base unit (a2101) was difficult to adjust. It is unknown if there was patient involvement however; no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the unit received had the base handle closed without having the 6-inch transitional installed.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the base handle resized because the handle was closed without the 6in transitional installed and this deformed the hole. Units 6in transitional member was replaced for pm maintenance. Shock cushion, 1/4in pin and adjustment wrench were replaced from being worn. General maintenance and cleaning performed. Root cause - based on the evaluation by integra service and repair, the root cause is most likely use error. The base handle was found to be resized due to the handle having been closed without 6in transitional installed, causing a deformed hole. No further investigation required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.